Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported that the psi value was too high. No patient impact or consequences were reported.

Event description:
The customer reported that the psi value was too high. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned sensor was evaluated. External visual inspection showed no damages. The sensor failed continuity testing due to an open across all electrodes. Additionally an open trace was found between l2, l1 CT and the connector. No further testing could be performed as the sensor was returned used., corrected data: d4. Model# was updated from "4248" to "4248-9".